Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed ECG anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed electrocardiogram anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, e1, e2 and e3 ECG should have been stated as electrocardiogram, and tanner is a device tech and other healthcare professional.